Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on his onetouch ultra2 meter. The patient mentioned that the alleged issue began on the afternoon of (B)(6) 2010. The patient mentioned that he tested his blood glucose and obtained the following readings: on (B)(6) 2010 at 1:33 pm a 170 mg/dl and at 1:35 pm a 144 mg/dl. The patient mentioned that the following morning ((B)(6) 2010) he ended of feeling sweaty and had bad dreams due to the alleged erratic readings. At 7:15 am on his ultra2 meter he obtained a 141 mg/dl and 7:18 am he tested on an ultra meter and obtained a 56 mg/dl. The patient self-treated himself with food/drink. The patient did not seek any further medical attention or contact his physician for assistance. He tested that evening and obtained the following results on his ultra2 meter a 133 mg/dl, and at 10:44 pm a 110 mg/dl. The product was replaced. The complaint is being reported since the patient alleged that due to the erratic readings on his meter he later developed symptoms of feeling sweaty. When he tested his blood glucose he obtained a 141 mg/dl and then tested on an ultra meter and obtained a 56 mg/dl. The patient then self-treated with food/drink based on the ultra meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.